Manufacturer narrative:
Review of surgical reports provided did not reveal indication that the recommended surgical technique was not followed. No x-rays were received no check could be made for correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. The reported femoral loosening cannot be confirmed and a definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was told on (B)(6) 2011 that his femoral component was loosening and would need to be retrieved.